Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was in a car accident as a result of hypoglycemia. The customer's blood glucose reading at the time of the report was 297 mg/dl. The insulin pump was lost at the time of the accident. Nothing further was reported.